Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer mentioned that they cleaned the needle valves and cannot do zero as map (mean airway pressure) jumps around. The technical support advised to replace the pressure transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that mean airway pressure (map) of the 3100a jumps from zero to five. The customer confirmed that there was no patient involvement associated with the reported event.